Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a generator change out procedure. Upon interrogation of the generator, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6)2023. The patient was in stable condition.